Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 2.

Event description:
Reference number (B)(4). Event took place in the united states. This MDR is being submitted for an unknown quantity of infusion sets that had the reported issue. The patient reportedly encountered problems with kinked cannulas in their infusion sets on multiple occasions: (B)(6) 2025, (B)(6) 2025, (B)(6) 2025, and (B)(6) 2025. In each instance, symptoms became apparent three or more hours following insertion in the abdominal region. The infusion sets had been in use for approximately one day when issues arose. To address the problem and resume insulin administration, the patient successfully replaced the affected infusion sets. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.